Event description:
It was reported that the wake button became detached from the pump. Customer's blood glucose was 236 mg/dl. Customer will reach out to health care provider to obtain a backup method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.